Event description:
It was reported that, an e360 ventilator had a faulty display. Patient involvement is unknown. A non-covidien/ medtronic technician inspected the device and found the internal connector was lowly connected. The technician connected it properly and the issue was resolved. Covidien/ medtronic was not authorized to evaluate/service the device, so the repair could not be verified